Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed foam particles in the air path during the device evaluation. There were some secondary findings like dust. Additionally, there were some technical findings like error code. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.